Event description:
Device 2 of 2. Reference MFR report number: 3006705815-2019-00368.

Event description:
Device 2 of 2. Reference MFR report number: 3006705815-2019-00368. It was reported there were high impedances and scs system was not providing adequate relief. Troubleshooting indicated ipg may be causing high impedances. It was reported patient fell on ipg. Ipg was explanted and replaced.